Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that in oncology, the patient's leucorovin infusion was infusing over 90 minutes, when 60 minutes into the infusion the medication was leaking onto the floor due to a hole in the tubing. There was no report of patient harm.